Manufacturer narrative:
Device evaluated by MFR: the complaint device was analyzed and longitudinal tear was observed on the balloon. No other defects were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
This device was received with the device for MDR ID # 2134265-2015-00812 with no reported issues. However, the completed investigation revealed the balloon ruptured.